Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: sensor calibration test. Case notes: (B)(4). Npi. Etco2 unit. Customer (B)(6) called in for help on etco2 unit. He is try to run sensor calibration with the gas connect and flow meter, but unit is failing on same setup three units so far failing. They receive case of the gas thinks he has some bad cans he will call the company he order the gas from air liquid and get those replace call us back if he needs to.